Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports.

Event description:
It was reported that there was loss of light (image) during a procedure.

Manufacturer narrative:
Alleged failure: during medical procedure, the bulb was used 363 hours. The device was alarm. The bulb was not light. Finally, a replacement was used to finish procedure. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be shipping damage, wear and tear. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of light (image) during a procedure.